Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue"), genital haemorrhage ("irregular bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with progesterone and surgery (hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, migraine, weight increased and fatigue had not resolved and the genital haemorrhage, dysfunctional uterine bleeding, menstruation irregular and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: satisfactory position and bilateral occlusion. Diagnostic results: (B)(6) 2015: ultrasound: antecerted uterus/inhomogeneous myometrioum, [ruled out] adenomyosis/essure coils identified, left ovary with simple follicular cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue"), genital haemorrhage ("irregular bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with progesterone and surgery (hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, migraine, weight increased and fatigue had not resolved and the genital haemorrhage, dysfunctional uterine bleeding, menstruation irregular and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: satisfactory position and bilateral occlusion. Diagnostic results: on (B)(6) 2015: ultrasound: anteceded uterus/ inhomogeneous myometrium, [ruled out] adenomyosis/ essure coils identified, left ovary with simple follicular cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: case became serious incident. Essure device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.